Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient reported they are not able to charge the implantable neurostimulator (ins) for the last 2 months. Patient stated they are getting excellent, good and poor and they have to reposition the recharger several times. Patient reported the implant in her body feels warm and she is breaking out in a rash around the incision area. Patient stated they lost 60 pounds and they think that has a big difference with charging the implantable neurostimulator (ins). Patient stated there house got flooded and they cannot find the rtm or ac power cord. Patient service reviewed device function and recommend patient consult with healthcare provider ofc for next steps. The issue was not resolved. A request was sent to the repair department to replace the recharger and ac power cord device.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.